Event description:
A physician reported a patient complained of an eye splash with cidex opa solution. The patient advised the physician he had flushed his eye with water when the event occurred. The patient was performing repair on a unit when the event occurred and was wearing protective eye wear. The physician examined the patient's eyes and were fine with no damage. The patient was prescribed lubricating eye drops.